Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 03apr2019, a patient¿s (pt) parent from (B)(6) called to report a diagnosis of conjunctivitis while wearing acuvue® oasys® brand contact lenses (cl). The pt experienced irritation, burning sensation, redness, and inflammation in both eyes (ou). The pt visited urgent care on (B)(6) 2019 and was diagnosed with conjunctivitis ou. The pt was prescribed eye drops (unspecified) every 4 hours for 10 days and was instructed to discontinue cl wear for 10 days and then resume cl wear. No follow-up visit was required. The pt replaces cls every 2 weeks and does not sleep in cls. On 05apr2019, an email was received from the pt¿s parent with attached prescription and medical certificate: prescription dated (B)(6) 2019: gentamycin and betamethasone 1 drop every 4 hours for 7-10 days. Medical certificate dated (B)(6) 2019: diagnosis ¿ conjunctivitis; rest recommended for 72 hours. The pt¿s parent reported that the pt used arlyt premium solution. On 17apr2019, an email was received from the pt¿s parent with an attached medical release note from the ecp allowing the pt to resume cl wear. It is noted that the pt used opti-free pure moist solution to clean cls. Multiple attempts were made to the treating ecp for additional information. No further information has been received. This report is for the left eye (os) event. A separate report will be filed for the right eye (od) event. The suspect os cl is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00n10p was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.